Event description:
It was reported that "the syringe plunger broke during the injection, making it much more difficult. Apparently, this isn't the first time this has happened." Attempts to obtain additional information regarding the previous occurrences mentioned in the issue description have been made; however, responses from the complainant have been unsuccessful at the time of this report. Two mdrs are associated with this case: one corresponding to the current reported event, and one linked to prior occurrences for which no additional information is available. Associated mdrs: 3014909464-2026-00005.

Manufacturer narrative:
(B)(4)